Event description:
A report was received that the patient was having difficulty charging. The physician decided to explant the ipg and the patient was reportedly doing fine after the procedure.

Event description:
A report was received that the patient was having difficulty charging. The physician decided to explant the ipg and the patient was reportedly doing fine after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. Device exhibits normal charging and discharging characteristics when charged with optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate of 9mv dc per day with the stimulation turned off, which is within the typical ipg battery depletion rate. The specific reason for the patient's difficulty charging the battery is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket.